Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a separation between pebax and electrode section and a reddish foreign material inside it. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could not be determined. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially, it was reported that since the first ablation, when the ablation was conducted, force readings increased. At the start, it was 10~15 grams. A few seconds later, it was 50 grams ~ hi. There was no error message displayed. This occurred after the qdot micro catheter was inserted in. The cable was replaced, and ablation was conducted again, however, the situation did not change. The issue was improved by replacing the catheter. After that, the procedure was continued with no problems. The procedure was completed without patient consequence. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 18-sep-2024, a separation between the pebax and electrode section was observed, and a reddish foreign material was inside it. This was assessed as MDR reportable with an awareness date of 18-sep-2024.